Event description:
Device utilized on a pt in cardiac arrest. Presenting rhythm was pea and changed to asystole prior to device failure. Pacing was initated at 60 milliamps and 60ppm. Electrical capture was noted on the monitor. Service light on device activated, pacing ceased and screen showed no leads attached. User checked all equipment and leads, all were intact. Attempted to switch to paddles lead, device would no allow for user to access leads menu or other controls. Monitor turned off, placed oos, second monitor from other ambulance placed into service.